Event description:
Procedure: hysterectomy. Reportedly, the doctor did not feel comfortable with the cut and seal. The doctor had to double seal, he also felt that the knife blade did not work 100%. The doctor did not feel that the blade had cut to the full end of the uterine artery. A small bladder was noted and the device ls1500 would not seal it. The device was not working. Surgeon switch to another device to stop bleeding, patients condition at the time of this report was good.